Event description:
It was reported that during implant procedure, the patient went into heart failure. The physician elected to stop the procedure and remove the lv and rv leads. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.